Manufacturer narrative:
(B)(4). No device was returned for analysis. No information on the lot number was provided. A representative review of various batches (from retained samples) was conducted and no abnormalities were observed related to the performance of the adhesive. Root cause inconclusive; could not be determined with the limited information available. A follow-up report will be submitted if further information is obtained.

Event description:
According to the reporter: 3-5 days after using swiftset the wound was opened. Very limited information is known by the representative. Additional information was requested but not yet received.

Manufacturer narrative:
(B)(4).